Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after experiencing stimulation under her left breast. It was suspected that the right ventricular lead perforated the apex. It was noted the right ventricular threshold rose greatly from (B)(6) 2014 to (B)(6) 2015. The device was reprogrammed. Patient did not experience any symptoms besides the slight stimulation and will continue to be monitored.